Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: when inserted into trocar, pieces of the seal broke off. No pt injury reported. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.